Event description:
It was reported that cgm connection was not working properly and pump screen was scratched, making display difficult to see. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding corrective actions or outcome of the event.